Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc catheter broke separated after placement the following information was provided by the initial reporter: it was reported by the customer reported I was informed yesterday of an incident that occurred with a patient that was admitted to fairview from the lakewood ed. The patient was taken by squad to the ed. The squad started the IV enroute to the arrival to fairview apparently the catheter was removed, part of the catheter broke off in the patient¿s arm. The patient was scheduled for surgery yesterday so that the vascular team could remove the remaining catheter. Verbatim: I was informed yesterday of an incident that occurred with a patient that was admitted to fairview from the lakewood ed. The patient was taken by squad to the ed. The squad started the IV enroute to the ed using a 20ga x 1¿ cathena catheter. On arrival to fairview apparently the catheter was removed, part of the catheter broke off in the patient¿s arm. The patient was scheduled for surgery yesterday so that the vascular team could remove the remaining catheter no packaging was saved / no lot number was able to be retrieved.  Discussion with the squad has occurred. They indicated that they replenish their stock from fairview. We have an area in our ed for the squads to obtain product. I checked the product in the area to see if I could obtain a lot number. Unfortunately, they had more than one lot number. The squad team indicated they have had the catheter break before. Since this was a serious event causing patient harm, I felt the need to bring forward the mounting concerns we have seen with these catheters!

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event.

Event description:
Material#: 386803 . It was reported by the customer reported I was informed yesterday of an incident that occurred with a patient that was admitted to fairview from the lakewood ed. The patient was taken by squad to the ed. The squad started the IV enroute to the arrival to fairview apparently the catheter was removed, part of the catheter broke off in the patient¿s arm. The patient was scheduled for surgery yesterday so that the vascular team could remove the remaining catheter. Verbatim: I was informed yesterday of an incident that occurred with a patient that was admitted to fairview from the lakewood ed. The patient was taken by squad to the ed. The squad started the IV enroute to the ed using a 20ga x 1¿ cathena catheter. On arrival to fairview apparently the catheter was removed, part of the catheter broke off in the patient¿s arm. The patient was scheduled for surgery yesterday so that the vascular team could remove the remaining catheter  no packaging was saved / no lot number was able to be retrieved.  Discussion with the squad has occurred. They indicated that they replenish their stock from fairview. We have an area in our ed for the squads to obtain product. I checked the product in the area to see if I could obtain a lot number. Unfortunately, they had more than one lot number. The squad team indicated they have had the catheter break before. Since this was a serious event causing patient harm, I felt the need to bring forward the mounting concerns we have seen with these catheters!